Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21470. It was reported the patient's ipg is no longer working and the patient lost stimulation approximately six months after implant. Additionally, the physician performed an x-ray to check for possible lead migration as the patient was not receiving stimulation along her pain pattern. The results were inconclusive as the physician was unable to compare the original x-rays against the current x-rays. Surgical intervention will be taken to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.